Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced hemolysis. The following information was provided by the initial reporter. The customer stated they were, "trying to see if it is coincidence or if any other labs are reporting increased hemolysis with blood draws specifically with the sst tiger top tubes."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation. Bd was unable to duplicate or confirm the customer¿s indicated failure hemolysis because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced hemolysis. The following information was provided by the initial reporter. The customer stated they were "trying to see if it is coincidence or if any other labs are reporting increased hemolysis with blood draws specifically with the sst tiger top tubes."